Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date 06/07/06, pt#1 inratio = 1.9, lab = 2.4(within 1 hr), date 06/07/06, pt#2 inratio = 3.0, lab = 3.1(within 24hours), date 06/07/06, pt#3 inratio = 6.5, lab = 1.6(within 1hr), 06/07/06, pt#4 inratio = 3.9, lab = 2.92(within 1 hr), date 06/07/06, pt#5 inratio = 1.9, lab = 2.4 (within 1hr)

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date 06/07/06, pt #1, inratio = 1.9, lab = 2.4(within 1hr), mean = 2.15, confidence limits = 1.4-3.1, date 06/07/06, pt #2, inratio = 3.0, lab = 3.1(within 24hours), mean = 3.05, confidence limits = 1.9-2.6; date 06/07/06, pt #3, inratio = 6.5, lab = 1.6(within 1hr), mean = 4.05, confidence limits 2.4-6.1; date 06/07/06, pt #4, inratio = 3.9, lab = 2.92(within 1hr), mean = 3.41, confidence limits = 2.0-5.0; date 06/07/06, pt #5, inratio = 1.9, lab = 2.4 (within 1hr), mean = 2.15, confidence limits = 1.4-3.1 per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The readings on pt #3 were outside the confidence limits. Products will be investigated.